Event description:
The pt was suffering from chronic renal failure and treated on maintenance hospital dialysis. She also had the arteriosclerosis obliterans (aso). The vascular intervention (ppi of the left ata) was taken for the treatment of the aso on (B)(6) 2012. The cag was not done during the ppi. Then the pt was treated on ldl apheresis therapy using the plasmaflo op-08w and the liposorba la-15 on the same day. The adverse event occurred when the volume of treated plasma reached 141 ml. The bp dropped from 124/49 to 67/35mmhg and the hr decreased from 55 to 34. The symptoms developed, the pt had the cardiac arrest and became unconscious. The ldl apheresis discontinued immediately. The defibrillation and the chest compression were done and the atropine sulfate was administered to the pt. The pt was resuscitated after the intervention. She was hospitalized and recovered.

Manufacturer narrative:
The used devices in the case were not available because they were discarded by the facility. Info that identifies the device including the lot number could not be obtained. The root cause could not be identified. The adverse event may have been caused by the clinical condition of the pt.